Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unable to grasp leaflets was due to patient condition. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to degenerative mitral regurgitation (mr) with a grade of 4, a flail, and a large gap. It was noted two mitraclips were already implanted, but the recurrent mr is due to a progression of disease. An nt clip was inserted, and grasping was performed. However, it appeared the flail and mr worsened. The clip was repositioned, but due to the large gap, the leaflets were no longer able to be grasped. Therefore, the nt clip was removed and replaced with an xt clip. Grasping was difficult with this clip as well but was able to be deployed. However, mr remained at a grade of 4. The physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.